Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately five months post implant it was reported that there were high/undefined impedances, non-capture beats, and no capture in bipolar and unipolar at max outputs. A right ventricular (rv) lead issue and/or a setcrew issue with the implantable pulse generator (ipg) header is suspected. It was noted that non-capture beats are possible due to setscrew not engaged, that the patient was symptomatic due to bradycardia and there was atrial fibrillation with heart rate at 50 bpm (beats per minute). The patient was hospitalized. The rv lead and ipg remain in use and a possible revision might be done in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.